Event description:
It was reported that the asymptomatic patient presented to the hospital. Upon interrogation, the right ventricular lead was fractured and exhibited high pacing threshold and high pacing impedance. The lead was replaced. The patient was good prior, during, and post procedure.